Event description:
It was reported that "dr. Was trying to put the trial poly in and so he hit on it to connect with the tray, and when he did, a piece of the plastic trial broke off. Removed completely from pt, were able to trial with this anyway and completed the surgery without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.